Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Nurse reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer was hospitalized as a result of their high blood glucose and dehydration. Nurse wanted to troubleshoot the device for off no power alarm. Nurse advised a low battery alert occurred 24 hours before the off no power alert. Nurse advised the battery cap is bent and needed replacement. Nurse was advised that a replacement battery cap would be sent out. Nurse advised the battery was replaced 3 times. Customer's alarm history showed low battery, bad battery, weak battery and off no power alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised to wait until the battery cap arrives to further troubleshoot.